Event description:
Additional information was received from the patient and it was reported that the patient wanted to know if they could hurt the device by decreasing stimulation. The patient reported that the doctor said from all the antibiotics she had been on. The patient reported that she was not sure when it all started.

Event description:
The patient reported that she has discomfort in her vagina for the past couple of weeks. The patient was not sure if discomfort was from the stimulation. The change of therapy was noted as gradual. The patient was treated for a yeast infection last week. The patient stated she has an appointment with her doctor on (B)(6) 2016. Additional information report about 3 weeks later they had 2 infections at the sometime. The patient took medication for yeast infection and was put on antibiotics. The patient had gotten a bladder infection a long with yeast infection. The patient had another round of medication for yeast infection. It was noted that medication were the steps taken but discomfort was not resolve. The patient's indicators were for gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.